Manufacturer narrative:
Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32451. 1627487-2020-33255. 1627487-2020-33256. It was reported that patient experienced ineffective therapy due to migration of one lead which may have been caused by a faulty anchor or faulty suturing. Surgery occurred to explant and replace the leads and anchors to address the issue. It is unknown which lead and anchor are related to the issue so all suspected devices are being reported.